Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room after two syncopal episodes in which the patient fell to the ground. The patient denied having any alarms prior to their syncope. On assessment of the patient a hematoma was found on the forehead, and they were hypotensive at the time. The patient was admitted and received a 3 day course of remdesivir and intravenous fluids. A computed tomography of the head was performed and found no abnormalities. The patient was given a band aid and discharged home.

Event description:
It was reported that the patient presented to the emergency department (ed) after experiencing two syncopal events with associated unwitnessed falls to the ground. The patient denied any alarms prior to the syncope events. Paramedics reported an elevated heartrate (hr) and low blood pressure at their time of arrival. The cause for the syncopal events was reported to be due to hypotension. It was also reported that the patient experienced a hematoma to the forehead as a result of the falls, which was treated with a bandage. A computed tomography (CT) scan of the patient¿s head and cervical spine were conducted, and no abnormalities were observed. The patient was admitted and received a three day course of intravenous fluid (ivf) hydration. The patient was ultimately discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: according to the account, the reported hematoma was a result of syncopal episodes due to hypotension. A direct correlation to heart mate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from 02dec2022 through 05dec2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heart mate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding that may be associated with the use of heart mate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, states that, ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of (B)(4) rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.